Event description:
Complainant alleged that during a routine shift check of the device by a clinician, "paper fault 122, 123, and 126" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.